Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 4.2 jammed and was not closing completely. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed. A field service engineer powered off the station and removed the back panel, where a loose retractor band cable was found. The fse adjusted the retractor band, powered on the station, and logged into the hardware test application to run a functionality test. The test initially failed, as the latch inseparable was not catching until the drawer was pushed closed twice. After multiple troubleshooting attempts, the issue persisted, possibly indicating a need for latch inseparable replacement. Further inspection revealed that drawer 4.2 inseparable was not closing completely, causing the drawer to fail. The issue was resolved by adjusting the drawer latch and inseparable. The repair was verified and tested successfully in the hardware test application. The system functioned as intended after the field service engineer repaired the device.